Event description:
It was reported that after successful implantation of the vascular stent, upon removal of the delivery system the distal part of the system became stuck on the guide wire. The deployment system and guide wire were removed together. A new guide wire was used and the stent was post-dilated for successful completion of the procedure. There was no reported pt injury. During sample eval, it was found that the introducer sheath had been removed together with the delivery system as one unit and that an inner component of the delivery system was broken.

Manufacturer narrative:
The device history records are being reviewed, the event is currently under investigation.